Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer on 24may2021. The following sections were updated: b5, d5, e2, e3, g3, g6, h2, and h10. The investigation is still ongoing, once applicable additional information is identified, a supplemental report will be filed.

Event description:
Additional information received from customer on 24may2021. The device was sent out for repair after receiving the error code. It did occur in the middle of a working day when the last patient procedure left for the day. The device did not sustain physical damage such as being dropped, hit, or fluid invaded. The procedure was completed with the same device. It took multiple attempts and different scopes to clear the error and get the device to recognize a scope. Once a scope was connected, they were able to complete the procedure. They did cancel a procedure for the following day and rescheduled when the loaner was received.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no repair history for the device. It is likely that the fan was not functioning because a foreign object was stuck inside the fan, but it came off while it was transported to the repair department. As the b30 error was not duplicated during estimation, it is possible that another device contributed to the error.

Manufacturer narrative:
Additional information is not yet available for the event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was not confirmed. Upon inspection and testing with test scopes and video processor, (cf-hq190l, gif-h180, ltf-s190-5, cv-190), no error code was observed. The fan is running normal. In addition was observed, olympus lamp life meter is reading over 500+hours, light intensity output measured out of range, worn out slider switch scope socket caused intermittent use of high intensity mode. Lamp needs to be replaced. The main power switch is up to date and air pressure tested ok. Evaluation is ongoing. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, the device yielded b30 scope communication error on 190 scopes. There is no patient involvement and no harm reported to any patient. The contacts of the scope were wiped clean with alcohol, and there was no debris in the socket. The device fan was making a clicking sound and the black plastic piece of the socket was loose.